Event description:
It was reported that this right atrial (ra) lead recorded an out of range atrial pacing impedance alert. Technical services (ts) was consulted and noted that there was a high out of range pace impedance measurement greater than 3000 ohms than has now returned to baseline. The ra lead has an appropriate threshold. Ts noted there are stored atrial tachy response (atr) episodes that show myopotential noise and some fine minute ventilation (mv) chop on the baseline. Additionally, a stored signal artifact monitoring (sam) event measured high out of range pace impedance and mv chop. Ts recommended further in clinic evaluation with isometrics and serial impedance measurements to assess lead integrity. This ra lead remains in service. No adverse patient effects were reported.